Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qual control testing. This lot met all release criteria. The sample was returned for eval. Upon inspection of the returned sample, the bifurcate, hub and shaft of the catheter appeared clean and intact. The refold tool was still present on the shaft, with no indication that it was ever used (clean). The balloon was partially deflated. Using a 7 x eye loupe a visual inspection of the balloon bonds appeared intact. The composite layer of the balloon just distal of the proximal cone body transition was severely damaged. It looks as though the outer layer of the material were somehow pulled back for approx 1cm. The longitudinal fibers appeared relatively undamaged. Under magnification no clear root cause of the failure mode could be determined. The circumferential fibers have not unraveled as the complaint description states, they have been pulled away. The material appeared to have been caught and dragged on something. Inflating the balloon with air, the waisting became apparent at the site where the damage was noted above. The result of the investigation was confirmed for balloon surface damage, root cause unk. It is unk if pt and/or procedural issues contributed to this event.

Event description:
It was reported that a pta balloon was found to have loose fibers and strands on the balloon, following an angioplasty of the central subclavian vein. The balloon was inserted through a 7f sheath via the basilic vein and it was inflated twice using a 3cc and a 10cc syringe, holding each inflation for 20-30 seconds. On the third inflation he noticed some waist on the balloon. The balloon was removed and it was reported that loose fibers and strands were around the balloon. He inflated the balloon outside the anatomy to clean it, and again could see a waist. Another balloon was used to complete the procedure. No reported injury to the pt.